Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose during the morning hours over the previous 6 weeks. Blood glucose was 298 mg/dl before bed on (B)(6) 2011, and he delivered an 8 unit correction bolus to decrease blood glucose to 160 mg/dl. Blood glucose was 404 mg/dl when he woke on (B)(6) 2011. He changed the infusion set and had been "ok" until the time of the report. Normal blood glucose is 150 mg/dl. Blood glucose typically increases 1.5 - 2 days after the infusion set is changed. He has had slight bruising at the infusion sites and thought this was due to the insertion needle being at a "slight angle" when it is inserted. There have been no leaks of insulin in the system. Pt was not able to verify if the infusion cannulas were bent or kinked. Infusion set insertion device is used to insert the headset, and he used the package instructions for use of the product. No error or alarms were received on the infusion device. No product was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.